Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was sufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as not device related but procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During treatment of 70 percent stenosis in the mildly tortuous mid rca with a stent, it was discovered through angiography that a large type iii perforation was present. The pk papyrus covered stent system was attempted to deliver but the stent dislodged from balloon proximal to the perforation and was deployed in the dislodged area. The balloon was used to tamponade the lesion. Patient developed heart block and a temporary pacer was implanted. At the end of the procedure, the patient was critical but stabilized and transferred to cvicu. Due to poor prognosis, patient was made comfort care by family and expired (B)(6) 2021 19:45.